Event description:
It was reported after the pipeline was implanted, a balloon had to used to open the distal section of the pipeline. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).